Event description:
It was reported that during setup, when the pedal was pressed, the foot control device was leaking oil. No patient harm, adverse outcome or injury was alleged. It was reported that the exact location of the leak was unknown. There was no delay in surgery as a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and "oil leak" was not observed. The reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).